Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy, it was reported by the affiliate that the er320 was applied to cystic artery as normal. Clips were applied. As operation progressed, clips became dislodged and artery started to bleed. Subsequent clips were also dislodged. Surgeon abandoned operation and opened the pt to complete the case. The case was extended 20 mins.